Event description:
It was reported that during implant attempt, the right ventricular setscrew was out of the header and could not be reengaged. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found, however grommet damage was noted.